Event description:
Deployment of the three-piece modular zenith device was performed without incident. All seal and junction sites were ballooned and molded to the vessel wall. Final aniogram noted an endoleak present at the junction between the ipsilateral leg graft and the 22 millimeter stent at the bifurcation of the main body graft endoleak was further examined and believed to be a graft tear. Another MFR's graft was deployed within the leg graft to seal off the endoleak, however, the graft after ballooning, did not appear to have achieved graft to graft apposition and the endoleak still persisted. An additional stent was then deployed and molded to the graft wall with a 16 millimeter balloon catheter. Final angiogram still detected flow coming from the site. Procedure was concluded. Follow-up CT to be scheduled to re-examine and resolve endoleak.